Event description:
The technician alleged the side rail is stuck in down position. No patient impact.

Manufacturer narrative:
The technician found the side rail latch mounting bracket is bent slightly preventing the pin to release. The technician straightened the side rail latch mounting bracket to resolve the issue.